Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing urinary incontinence with his artificial urinary sphincter (aus) device. It was noted that when the pump was squeeze, it did not rebound as quickly. The physician determined it was a fluid leak at an unknown source. The patient underwent a procedure in which all components were explanted and replaced without patient complications.